Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the proximal fitting separated from the flared tubing, and the sheath tubing separated into 3 sections connected by coiled wire. The proximal section of tubing was measured to be 43.3 cm in length (43.7 cm with the flare), followed by 5.0 cm of exposed coil. The middle section of tubing was measured to be 3.5 cm in length, followed by 1.0 cm of exposed coil. The middle section also exhibited 1.5 cm of accordion damage, as well as 1.0 cm of exposed sheath cover. The distal section of tubing measured 12.5 cm in length. The total length of the tubing measured 59.3 cm in length. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that at the end of an angioplasty, the flexor raabe guiding sheath separated during removal. All portions of the sheath were removed upon completion of the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation begun, but is not yet complete. Per additional information received on 31jan2018, a catheter (manufacturer unspecified) was utilized through the flexor raabe guiding sheath; no devices were within the lumen of the sheath during the incident. The patient was reported to have a calcified anatomy. Upon visual inspection of the returned device on 12mar2018, both the sheath tubing and the hub were observed to be separated. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.